Manufacturer narrative:
(B)(6). On 09/03/2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Camera did not recognize the instruments. Yellow led was blinking. Camera replacement resolved issue. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. Return requested. Replacement device shipped to site 09/03/2015. Medtronic investigation of returned suspect camera finds that the laser battery is dead. When powered up, the fault light was blinking. The psu had difficulty tracking at the back end of the volume. The positioning sensor unit (psu) failed an aak test at .99 mm. Electrical failure - failed diagnostic test. No further issues have been reported.

Event description:
A site physician reported that the site's navigation system camera display was incorrect. The yellow light of the camera flashes. No further details of this issue, or when it occurs, were provided. There was no patient present when this issue was identified.